Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead had a "complication." The event and explant dates provided do not make sense so they were left off of this report.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The analysis revealed multiple signs of wear along the lead body. In particular approx. 25 cm distal to the is-1 connector pin the lead body was found squeezed and deformed. In this region the insulation was rubbed through and the outer coil was found fractured. This damage can be considered as the root cause of the clinical observation. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further damages, such as the cuts in the insulation and the deformed outer coil, most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.